Event description:
Additional information: it was reported that the healthcare provider (hcp), by recommendation, used a smaller syringe to force the bellows open, which worked. Upon inspection, the hcp noticed that the medication used for the refill had precipitant in it. The medication was diluted with preservative free saline and the pump was able to be refilled without incident. The reporter believed the patient was doing well.

Event description:
It was reported that there was difficulty aspirating and filling the pump reservoir. Reporter stated that, with some difficulty, it was possible to aspirate drug from the patient's pump. When aspirated, the expected amount of medication was aspirated. Upon trying to put drug back into the pump, it was not possible to fill the pump back up with medication. The medications in the pump were bupivicaine and dilaudid. No patient symptoms or injury were reported. The pump refill and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n179587013, implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).